Event description:
It was reported that the patient presented in the emergency room. Upon device interrogation, the patient's right ventricular (rv) lead exhibited elevated capture threshold. The rv lead was capped and replaced on (B)(6) 2026. The patient was discharged with no reports of adverse consequences.